Event description:
During the additional information we received medical records stating that the consumer was diagnosed with a marginal corneal ulcer in the left eye and sought medical evaluation. At that visit, consumers initiated the treatment of moxifloxacin 0.5% ophthalmic solution to be instilled every two hours. The consumer was instructed to return for follow up. Loteprednol etabonate 0.2% ophthalmic suspension was added to the treatment regimen. The consumer continued using the medications as prescribed. At the recent follow-up visit, the consumer reported significant improvement. The slit lamp examination showed traces of superficial punctate keratitis over the prior scar and traced diffused superficial punctate keratitis across the cornea. Based on improvement, moxifloxacin ophthalmic solution was discontinued. The consumer was instructed to continue loteprednol etabonate 0.2% ophthalmic suspension using a tapering regimen as three times daily for three days, then two times daily for two days, and then once daily for one day.

Manufacturer narrative:
Additional information has been provided in a2, b5, b6, d10 and h6 fields are updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stated that experienced redness in the left eye after wearing contact lenses and visited the doctor and has been diagnosed with corneal ulcer. Medical attention was sought and was prescribed with moxifloxacin eye drops with the dose of one drop every two hours for one day and three times a day for ten days along with steroids. The current status of the consumer¿s eyes was symptoms resolved at the time of report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).